Event description:
It was reported that two pieces of the tip fell into the patient, but both were recovered.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that two pieces of the tip fell into the patient, but both were recovered.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. A portion of the ceramic can be observed still attached to the lumen. The broken and detached pieces of ceramic and electrode were returned with the unit. The device history record of the reported lot number was reviewed. There were no manufacturing related discrepancies observed that could contribute or is related to this condition. The probable root cause for the reported condition can be associated, but not limited to misuse. It is possible that the probe was used as a tool for the mechanical displacement of tissue or bone, or as a prying or scrubbing tool, which may result in the damage to the tip. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.